Manufacturer narrative:
(B)(4).

Event description:
Patient 's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver displayed err 67. At the time of contact, no injury or medical intervention was reported.